Event description:
Infant received IV fluids with dextrose at 3.9ml/hr. After approximately 14 hrs on this fluid, labs noted an elevated blood glucose level that was unexpected. Tubing, fluid, & pump were removed from use. After testing, no issues were identified with the pump. On examination of the extension set, it was noted that a piece was missing from the t-valve. This was thought to have contributed to the event - allowing fluid to flow not only from the syringe loaded in the pump, but also from the IV fluid bag. Upon further investigation of unopened sets, multiple sets were found missing this piece from the t-valve.